Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the nut located beneath the gds (gas delivery system) was pulled out of the base assembly. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 20may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the foot retention kit and provided service manual .the customer replaced the defective foot retention kit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.